Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history record did not find any deviations or anomalies. This device is used for treatment. Review of the operative notes confirms that the patient underwent revision left hip arthroplasty. It was noted that the tm shell was inserted and while inserting the liner into the shell it was found that the lock ring was bent. The locking ring was removed and new locking ring (duraloc) was inserted. The liner was impacted into position. Good position and function was noted. Product history search revealed no additional complaints to the related part and lot combination. A definite root cause for the locking ring to bend cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the locking ring broke while being impacted during surgery.